Event description:
It was reported that the blood would not transfer from the reservoir to the reinfusion bag. Approximately 400 cc of blood was discarded. It was reported that because the patient's blood could not be reinfused, their hemoglobin was 9.9 at the time of the event. No pre-donated blood was required however and no medical intervention has been reported. No other adverse consequences have been reported.

Manufacturer narrative:
The device will not be returned to the manufacturer for an investigation.